Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced with non-abbvie device. Patient undergone complete capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with non-abbvie device. Patient undergone complete capsulectomy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification)capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade I. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. This relates to the right side.